Manufacturer narrative:
Qn# (B)(4). The customer provided one image showing a used radial artery (ra) catheterization device. Visual analysis revealed that the needle cannula had completely detached from the needle hub. The customer returned one, radial artery catheterization device for analysis. The catheter was not returned with the rest of the assembly. Signs-of-use in the form of biological material was observed inside the needle hub. Initial analysis revealed that the returned sample is the same device shown in the customer supplied photo. Visual analysis confirmed that the cannula had completely separated from the needle hub. Two kinks were also observed near the distal end of the guide wire; however, as the guide wire does not appear kinked in the customer photo, it is assumed that the kinks occurred during the shipping process. Microscopic analysis did not reveal adhesive residue on the needle cannula or inside the needle hub. No damage/cracks were observed on the needle hub that might have caused the needle cannula to separate. The cannula total length measured 2.854", which is close to the nominal value of 2.844" per the cannula graphic. The cannula outer diameter measured .0323", which is within the specification limits of .0320"-.0325" per the cannula graphic. The cannula inner diameter measured .023", which is within the specification limits of .0226"-.0240" per the cannula graphic. The inner diameter of the needle hub measured .035", which is within the specification limits of .0345"-.0350" per the needle hub graphic. The guide wire included with the returned device was able to pass through the cannula will little to no resistance. It is assumed that the resistance was caused by dried biological material inside the cannula. The needle cannula was able to fit into the needle hub but was loose within the channel. A device history record review was performed, and no relevant findings were identified to suggest a manufacturing related cause. The IFU provided with the kit informs the user, "firmly hold introducer needle hub in position and advance catheter forward, with a slight rotating motion, over spring wire guide into vessel". The report of an arterial needle/hub separation was confirmed through complaint investigation. Visual examination of the device confirmed that the needle cannula had completely separated from the needle hub. Microscopic examination revealed no traces of adhesive residue on the hub interior nor the proximal end of the cannula. No damage/cracks were observed on the needle hub that might have caused the needle cannula to separate. Dimensional inspections were performed, and no issues were found. Based upon the observed defect, the probable cause of this issue is manufacturing (assembly) related. A CAPA has been initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports: the anesthetist was placing an arterial line in the patients l radial artery. The wire fed up the artery fine and the catheter itself came off the holder and went into the patient smoothly. When the wire and needle went to be pulled out only the wire came out. The needle had detached from the plastic holding end and was left in the patient's artery. It was noticed quickly, and the needle was able to be removed by hand along with the wire. No retained device in the patient.

Manufacturer narrative:
(B)(4). Preliminary evaluation of the returned device indicates arterial needle cannula/hub separation in use.

Event description:
The customer reports: the anesthetist was placing an arterial line in the patients l radial artery. The wire fed up the artery fine and the catheter itself came off the holder and went into the patient smoothly. When the wire and needle went to be pulled out only the wire came out. The needle had detached from the plastic holding end and was left in the patient's artery. It was noticed quickly, and the needle was able to be removed by hand along with the wire. No retained device in the patient.